Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
During a follow-up call, it was reported to nevro that the patient's incision site opened up. The patient was still receiving great pain relief from the device. Follow-up indicated that as a consequence of delayed wound healing, the physician explanted the device. There have been no reports of further complications regarding this event.